Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. Visual examination found the ring electrode and non-functioning cable lumens were breached/damaged with damage noted to the ethylene tetrafluoroethylene (etfe) cable coating of one non-functioning cable and the polytetrafluoroethylene (ptfe) liner was breached/damaged exposing the inner coil due to clavicle crush forces. The cause of the reported events of ¿rv lead noise¿ was isolated to the exposure of the inner coil due to clavicle crush forces.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up, it was noted that there were episodes of non-sustained right ventricular (rv) oversensing due to lead noise. During the lead revision procedure, it was noted that the sutures were not properly fixated to the suture sleeve and there was insulation damage noted on the rv lead at the site of the suture sleeve. The rv lead was explanted and replaced to resolve the event and the patient was stable.